Event description:
It was reported that the device treating health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker stored episodes. It was noted that the patient has a concomitant implanted device. It was also noted that there was history of right ventricular (rv) channel loss of capture (loc) and crosstalk oversensing noise on the right atrial (ra) channel. Upon review, both crosstalk oversensing noise in the ra channel and rv channel loc were observed on the presenting electrogram (egm). Ts discussed troubleshooting options, and programming optimization considerations with the hcp. At this time, the pacemaker, rv and ra leads remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported, that during a follow up clinic visit, the health care professional (hcp) placed a call to technical services (ts) and requested additional review of the device stored episodes. Upon review, the electrogram (egm) showed that patient premature ventricular contraction (pvc) appeared to briefly inhibit pacing in the atrium which in turn led to rv backup pacing to kick in and inappropriate mode switch. Ts recommended programming optimization options to the hcp. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the device treating health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker stored episodes. It was noted that the patient has a concomitant implanted device. It was also noted that there was history of right ventricular (rv) channel loss of capture (loc) and crosstalk oversensing noise on the right atrial (ra) channel. Upon review, both crosstalk oversensing noise in the ra channel and rv channel loc were observed on the presenting electrogram (egm). Ts discussed troubleshooting options, and programming optimization considerations with the hcp. At this time, the pacemaker, rv and ra leads remain in service. No additional adverse patient effects were reported.